Manufacturer narrative:
All available information was investigated, and the reported clip opening while locked could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, while removing the lock line, the clip opened to roughly 40 degrees. The arm positioner was turned in the closed position to reclose the clip. After deployment, the clip opened to roughly 40 degrees again. To stabilize the clip, an additional xtw clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.